Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: (B)(6); (complete sample ID as the value exceeded the characters in this field). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I stat high sensitivity troponin-I for one female patient. The follow results were provided: sid (B)(6): initial result = 39 pg/ml; repeat result = < 2.7 pg/ml customer¿s reference range for females is </= 14 pg/ml. There was no impact to patient management reported.

Event description:
The customer reported false positive alinity I stat high senstitivity troponin-I for one female patient. The follow results were provided: sid (B)(6): initial result = 39 pg/ml; repeat result = < 2.7 pg/ml. Customer¿s reference range for females is </= 14 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: (B)(6) (complete sample ID as the value exceeded the characters in this field) all available patient information was included. Additional patient details are not available. D10 - concomitant product - updated this section with alnty I processing modu, 03r65-01, (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 65464ud00. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot number 65464ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot number 65464ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot 65464ud00 was identified.

Event description:
The customer reported false positive alinity I stat high sensitivity troponin-I for one female patient. The follow results were provided: sid (B)(6): initial result = 39 pg/ml; repeat result = < 2.7 pg/ml. Customer¿s reference range for females is </= 14 pg/ml. There was no impact to patient management reported.